Event description:
It was reported that during a sleeve gastrectomy, the reload stapled, but the knife did not retract and the device locked on tissue. The device was unable to unload after firing. Attempts to force it open with the manual retract tool, changing the shell, and replacing the power handle were unsuccessful. Articulation right and left with the manual retract tool was possible, but blade retraction with the central hole in the handle was not achieved. As a result, the surgical team had to resect the tissue margin, apply manual sutures as a staple line replacement, use another power handle and reloads from a different batch, suture, and apply titanium clips to conclude the procedure. The surgical time was extended by three hours and required additional interventions. The patient experienced extended hospitalization lasting three to four days.

Manufacturer narrative:
D10 concomitant product: egia60amt egia 60 artic med thick sulu (lot#: n5k1474y) sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the system showed that while in the field, abnormalities were noted during a firing. Additionally, the data indicated that the handle was unable to complete full retraction of the reload I-beam. It was reported that the knife did not retract and the device locked on tissue. The reported issues were confirmed. The most likely cause was traced to non device related factors. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the system showed that while in the field, abnormalities were noted during a firing. Additionally, the data indicated that the handle was unable to complete full retraction of the reload I-beam. It was reported that the knife did not retract and the device locked on tissue. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.